Event description:
Failure to alarm no leak alarms triggered. Dressings were lifted to a varying degree. Dressings appeared to be compressed for the most part, however there was varying sizes of lifts in the dressing. The wound care nurse reported that he's had several incidents where he's found dressings that appeared to be mostly compressed, however that they had a lift in the dressing and no leak alarm triggering.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm no leak alarms triggered. Dressings were lifted to a varying degree. Dressings appeared to be compressed for the most part, however, there was varying sizes of lifts in the dressing. The wound care nurse reported that he's had several incidents where he's found dressings that appeared to be mostly compressed, however, that they had a lift in the dressing and no leak alarm triggering. No serial number provided to prove ownership ((B)(6)). (B)(6) 2014 14:58:34 (B)(6); (B)(6) 2014 this has already been picked up by (B)(6). It is unknown if they will send to (B)(6) per (B)(6)- please create the complaint to be submitted into (B)(6); there will be no ra ((B)(6)).

Manufacturer narrative:
No additional information received as of today.